Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon ruptured upon initial inflation at approximately 6 atmospheres.

Manufacturer narrative:
(B5) describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.